Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep checked the 5v floppy drive. The voltage was good but he found bad software. The customer will order the software, and technique processor board.